Event description:
It was reported that the patient was not getting stimulation for the sides of her legs, and no matter what position she was in, the patient programmer showed her in the upright position. The patient could not find the settings for the sides of her legs and stimulation felt like it was frying her nerve and patient had to turn stimulation off. Troubleshooting revealed that adaptive stimulation (as) was not on, patient turned it on, and it was noted that the orientation was off. The patient would lay on the right and the programmer would say left, and when the patient laid left, it showed her in the upright position. It was noted that the device was oriented properly before the patient had her colonoscopy last week. The patient had not bumped the device onto anything and the device was secure at its current location. Additional information received reported that the patient¿s device was acting different (overstimulation, wrong position) and there was an issue with orientation since last week when the patient had a colonoscopy. It was noted that the device was off during the cautery. The patient had been re-orientated twice since the programming session started today and all attempts at lying right are showing upright. It was indicated that as was not disabled by the patient or returned to clinician settings. Additional information received reported that an impedance check was done and came back with normal values, no known issues were seen or determined cause of issue. It was noted that as was turned off and would be tried again at the patient¿s next appointment. The patient was getting great therapy, but no as. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).